Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. They also outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together in order to prevent damages. It is outlined to inspect the power connections and pins once a week, one at a time when changing the power source. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time with a warning to switch to the back-up controller if there is a controller failure the steps for exchange of devices are also outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. A supplemental report will be submitted when the manufacturer's investigation has been completed.

Event description:
It was reported from the site that the patient was found unconscious on the floor and with no alarms. The patient disconnected the ac-adapter and then was unconscious, no alarms were stated to have been heard. His neighbor in the room called the nurse and the patient was reanimated. The patient was of the opinion he had a fully charged battery connected when he disconnected the ac-adapter. He was found with a disconnected ac-adapter and an empty battery. The second battery was not connected. The controller and battery were replaced by hospital. It was stated that the patient was doing fine in the intermediate care unit. No additional information available.

Manufacturer narrative:
One battery was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Log file analysis revealed that power was lost on the reported event date (B)(6) 2016 within 15 minutes after 10:04:20. This was the final data entry before a reconnection occurs approximately 26 minutes later at 10:30:01. At the time of the double power disconnection, (B)(4) was the active power source on ps1 with a capacity of 94% and (B)(4) was connected to ps2 with 87% rsoc. This data is indicative of a double power disconnect. Analysis of the device revealed that the device met specifications; the device passed visual examination and functional testing. No failure detected. The most likely root cause of the reported event can be attributed to a double power disconnect. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is one of two reports (3007042319-2016-01735 and 3007042319-2016-01736) submitted for devices related to the same event.

Manufacturer narrative:
The reported failure of the no power audible alarm on (B)(4) was confirmed. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Log file analysis revealed that power was lost on the reported event date (B)(6) 2016 within 15 minutes after 10:04:20. This was the final data entry before a reconnection occurs approximately 26 minutes later at 10:30:01. At the time of the double power disconnection, (B)(4) was the active power source on ps1 with a capacity of 94% and (B)(4) was connected to ps2 with 87% rsoc. Analysis of (B)(4) revealed that the devices passed visual examination and functional testing. Initial testing of (B)(4) indicated that the controller was able to sound for 35 minutes, which meets the specifications of at least 15 minutes. Additional testing of the controller was performed. During testing, the controller was exposed to temperatures between 30oc to 40oc to determine if the "no power" alarm would still sound under higher environmental (ambient) temperature conditions. Results revealed that the alarm failed to sound once both power sources were disconnected. During the analysis of the controller, a fairchild mosfet was measured at 107oc, which is still within the manufacturing temperature range between -55oc to 150oc. The heat generated by the mosfet was adding to the environmental (ambient) temperature, causing the "no power" alarm's circuit thermal fuse to open, resulting in a failure of the "no power" alarm. Once the controller was allowed to operate at cooler temperatures, the thermal fuse was able to recover and close the circuit, and the "no power" alarm regained functionality. *this is one of three reports (3007042319-2016-01735, 3007042319-2016-01736 and 3007042319-2016-04130) submitted for devices related to the same event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.